Manufacturer narrative:
Date sent: 12/12/08. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass, the devices were stuck. It is unknown if the devices were stuck on tissue. Another device was used to complete the case. There was no adverse consequence to the patient.